Event description:
On (B)(6) 2012, the reporter contacted animas to report that the pump history showed "ghost" boluses of 0.0 units. The patient noted that she was asleep at the times these ghost bolus doses were given and did not press any keypad buttons. There was no report of trauma to the pump. The patient did not suffer any injury associated with this issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on with vibratory and audible sounds. Executed a 1 unit per hour basal program for 24 hours, no 0.00 unit boluses were recorded in history during this time. All keys on the keypad were found to be responsive to user input. Successfully performed a normal 10 unit bolus and a 10 unit audio bolus. Both were accurately recorded in the pump history. Investigators were unable to duplicate the complaint during the investigation process.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.